Event description:
It was reported by service report that the patient right siderail cable broke and one of the pulley's is cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.